Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). After a 6f non boston scientific was engaged coaxially and a guidewire was crossed the lesion, pre-dilatation was performed with a 2.5 x 12mm balloon catheter. A 3.00 x 48 synergy drug-eluting stent was advanced for treatment but the device was unable to cross the lesion. The physician dilated once again with same 2.5 mm balloon catheter and re-introduced the same synergy stent. However, the hypotube of the stent broke off during advancing. The device was removed and replaced with another 3.00 x 48 synergy stent. The procedure was completed with post-dilatation of a 3.25 x 12 nc balloon catheter proximally. There were no complications nor injuries reported. The outcome was good and the patient was stable post procedure.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). After a 6f non boston scientific was engaged coaxially and a guidewire was crossed the lesion, pre-dilatation was performed with a 2.5 x 12mm balloon catheter. A 3.00 x 48 synergy drug-eluting stent was advanced for treatment but the device was unable to cross the lesion. The physician dilated once again with same 2.5 mm balloon catheter and re-introduced the same synergy stent. However, the hypotube of the stent broke off during advancing. The device was removed and replaced with another 3.00 x 48 synergy stent. The procedure was completed with post-dilatation of a 3.25 x 12 nc balloon catheter proximally. There were no complications nor injuries reported. The outcome was good and the patient was stable post procedure. It was further reported that the target lesion was 90% stenosed, moderately tortuous and moderately calcified. Additionally, the break occurred 15 to 20 cm proximally from the hub. The device was pulled and was not intact when removed from the patient.

Manufacturer narrative:
The synergy ous mr 3.00 x 48mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found no damage. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. The device was received in two sections as a result of a break in the hypotube. The break was located at 23.1cm distal rom the strain relief. Both sections of the hypotube break exhibited multiple kinking along their lengths. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. D6a implant date and d6b explant date: corrected.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). After a 6f non boston scientific was engaged coaxially and a guidewire was crossed the lesion, pre-dilatation was performed with a 2.5 x 12mm balloon catheter. A 3.00 x 48 synergy drug-eluting stent was advanced for treatment but the device was unable to cross the lesion. The physician dilated once again with same 2.5 mm balloon catheter and re-introduced the same synergy stent. However, the hypotube of the stent broke off during advancing. The device was removed and replaced with another 3.00 x 48 synergy stent. The procedure was completed with post-dilatation of a 3.25 x 12 nc balloon catheter proximally. There were no complications nor injuries reported. The outcome was good and the patient was stable post procedure. It was further reported that the target lesion was 90% stenosed, moderately tortuous and moderately calcified. Additionally, the break occurred 15 to 20 cm proximally from the hub. The device was pulled and was not intact when removed from the patient.